Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 60-70mg/dl. Last 5 blood results in memory: hi, 70mg/dl, 74mg/dl, 76mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 60-70mg/dl. Last 5 blood results in memory: hi, 70mg/dl, 198mg/dl, 74mg/dl, 76mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).